Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient contacted animas on (B)(4) 2012 reporting that the patient is having high blood glucose (bg) levels (values not provided) and suspects a malfunction. This is not indicative of a serious injury and does not meet the animas criteria of an adverse event. There is no additional information available at the time of the report. There is no reported adverse event with this complaint. This report is made based on the allegation of the history settings issue.